Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the keypad was worn. Evaluation revealed that the audio bolus is difficult to press. The conclusion was there was a bolus button defect.

Event description:
The reporter contacted animas on (B)(6) 2012, and stated the audio bolus button would stick when pressed. The reporter denied damage to the audio bolus button. The patient reportedly wore the pump attached to the waist and cleaned it with a damp cloth. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.